Event description:
The advocate stated his wife received a blood glucose reading of 80mg/dl from her contour and a reading of 279mg/dl from another meter.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the test strips were returned for evaluation.replacement test strips were sent to the customer.